Event description:
It was reported that the device would power off, by itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the battery pins were loose and not making continuous contact. Physio was able to tighten and secure the pins, then observed proper device operation through functional and performance testing. The device was returned to the customer for use.